Event description:
Multiple instances of malfunctions of marquette physiological anesthesia monitoring devices intra-operatively. Screens completely blank randomly during cases. All readings are gone. Machines replaced during cases. During transitions, pts are manually monitored. To date, no adverse outcomes, but a dangerous situation. Malfunctions have been experienced in seven operating suites and involving multiple monitoring devices.